Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Boston scientific technical services (ts) discussed potential causes including potential air entrapment. Programming changes were made and no further noise was observed. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an additional inappropriate shock. Surgical intervention was undertaken. The device and electrode were explanted. No new system was implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that an additional inappropriate shock was later delivered due to oversensing of a wide qrs or t-wave. Ts discussed programming options. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Boston scientific technical services (ts) discussed potential causes including potential air entrapment. Programming changes were made and no further noise was observed. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an additional inappropriate shock was later delivered due to oversensing of a wide qrs or t-wave. Ts discussed programming options. No adverse patient effects were reported. This product remains in service. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an additional inappropriate shock. Surgical intervention was undertaken. The device and electrode were explanted. No new system was implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.